Event description:
The reporter stated that a pt had a spinal surgery procedure using the manta ray anterior cervical plate system two level plate from vertebrae c5 to c7 in (B)(6) 2009. Post operatively, two of the lower screws were seen on x-ray to be "backed out" to varying degrees. One is intact and one has backed out completely and is adjacent to the plate. Fusion had not occurred at the lower vertebral level. Possible future intervention has not been determined to date. The indication for the initial surgery was intractable neck pain.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.